Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the hospital was preparing the nkv-330 ventilator for patient use. They connected the ventilator to the nurse call system and the nurse call alarm was constantly alarming. The alarm could not be cleared. The patient was placed on another ventilator and there was no patient injury.